Event description:
It was reported that during an implant procedure, this right ventricle (rv) lead was positioned but exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Helix issues were also observed. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this right ventricle (rv) lead was positioned but exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Helix issues were also observed. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.